Manufacturer narrative:
For 1 event: 1. Summary of investigation results: the investigation is ongoing. 2. Summary of follow up/corrective actions taken: the investigation is ongoing. For 2 events: 1. Summary of investigation results: the investigation is ongoing. 2. Summary of follow up/corrective actions taken: the patient sample was received for investigation. For all 3 events: 3. Device returned to manufacturer? No. 4. Device labeled "for single use?" No. 5. Device reprocessed and reused? No.

Event description:
1. There was an allegation of questionable elecsys tsh v2 results for 3 patients tested on cobas e801 analytical units. 2. Patient age range: 58 years, asku 3. Patient weight range: asku 4. Patient sex breakdown: 2-male, 1-asku 5. Patient race breakdown: asku 6. Patient ethnicity breakdown: asku.

Manufacturer narrative:
For two events: 1. Summary of investigation results: the investigation determined that the patient sample contained an interfering factor against the ruthenium component of the tsh assay. Per product labeling, "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." 2. Summary of follow up/corrective actions taken: the patient sample was investigated. For 1 of the events: 1. Summary of investigation results: the investigation determined that the patient sample contained an interfering factor. Per product labeling, "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." 2. Summary of follow up/corrective actions taken: the patient sample was investigated.